Event description:
It was reported that the implantable pulse generator (ipg) device recorded oversensing noise that coincided with the patient's amputation procedure. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.